Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose 300 mg/dl on on (B)(6) 2018 at 11:00 am. Current and at the incident blood glucose reading was not available. Customer had diabetic ketoacidosis. (B)(6). Customer did not finish troubleshooting. Insulin pump will not be returning for analysis. The customer was not using auto mode feature during the serious injury.